Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump were not working and the insulin pump was alarming button error. Customer stated that they ate and were unable to bolus due to the keypad anomaly. Customer's blood glucose reading at the time of the call was 314 mg/dl. No further information reported.